Manufacturer narrative:
Review and confirmation of mfg records was performed. No anomalies were found. It cannot be determined whether the event was related to device performance, or pt condition.

Event description:
Boston scientific received info that this left ventricular (lv) exhibited loss of capture at 7.5 volts. All other lead diagnostic measurements were within normal limits. A revision procedure was performed and the lead was surgically abandoned. No adverse pt effects were reported.